Event description:
The target lesion was carotid artery (no other detail is provided). There is no information about the target characteristics. The patient was a male. The blood flow stopped after post-dilatation (after the precise stent was placed), though the blood flow was normal just after the stent was deployed. The manufacturer of the balloon used for the post-dilatation is unknown. Suction was done with suction catheter, and the flow recovered to be normal. The patient also had temporally low blood pressure and hemiplegia on left side of body during the procedure, but it recovered naturally by the time the patient returned to the ward. There is no residual effect, and the patient is in stable condition. The patient was anti-coagulated, but exact medicine is unknown. Addendum: per additional information received from the affiliate, the stent was fully apposed to the vessel and debris around the lesion may have caused the slow flow after post dilatation. No further information was provided.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. This is one of two products involved in the same patient reported under manufacturing number 9616099-2008-00781. Additional information will be submitted within thirty days upon receipt.